Event description:
It was reported by the affiliate that during a hemorrhoidectomy procedure, the staple line was not complete. The problem was solved using sutures and another device to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.